Manufacturer narrative:
(B)(4) ; though requested, the s8 3t has not been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed. Additional PMA/510(k) #: k034003

Event description:
The customer reported that the s8- 3t transducer was exhibiting poor image quality. The procedure was completed with the same transducer. The issue did not affect patient outcome. No patient or user has been harmed as a result of this event.